Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to tip fold over and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 29, 2023.